Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced a loss of efficiency as the ambicor penile prosthesis would not produce an erection with satisfactory rigidity due to a possible loss of fluid. The patient was expected to have a revision surgery. There were no patient complications.